Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0133k, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the patient had some leaking. The patient was getting a shock when they had to pee. The patient had an injury and had been in a car accident. The patient¿s issues all started after the car accident on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.